Event description:
Pt underwent posterior decompression with total laminectomy, bil. Foraminotomy, fasciectomy + fusion. Tsrh pedicle (x2) screw instrumentation l2-1. (5.5 diameter). This surgery was done in 1999. Physical therapy was done post op. Five or six weeks ago, pt woke up with severe pain in the right leg & could not put weight on the leg. Pain severe & constant. No paresthesia. Complained of stiffness when lying. Found to have hardware failure & surgery scheduled for exploration of fusion mass & screw removal. X-rays showed break in one of the screws at l5 (not seen on previous films from 3/16/99.